Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 3.75mm x 12mm was returned for analysis. Polymer extrusion damaged. A kink was observed in the shaft, located 1.7 cm proximal to the port exchange. No issues or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No issues were found with the balloon when inflating to rated burst pressure of 20 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.